Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that after the pump was implanted the patient had 8 months with no complaints about pain coverage. Then the patient¿s oral medication was changed to ¿only¿ 30 mg oxycontin twice daily. At the time of report that patient felt as though their pain was back up to a level where it was before the pump was implanted. The patient¿s healthcare provider (hcp) was titrating the patient down to 20 mg twice daily and eventually planned to have the patient off oxycontin permanently. It was noted that the patient also took cyclobenzaprine. It was reported that the last time the patient¿s hcp made a change to the pump; the hcp programmed the pump to deliver more morphine at 9 am and less at 9 pm. The hcp also increased the bupivacaine dosage. When the hcp ¿cracked up¿ the bupivacaine, the patient began having trouble with bowel incontinence in sleep and while awake. This occurred the prior (B)(6) in 2013 as well. In (B)(6) 2013 the patient¿s bupivacaine was reportedly too high and the patient lost control of their bowel. In both cases the issue was resolved when the hcp in the clinic reduced the bupivacaine dose. It was noted that this year, in (B)(6) or early september the patient¿s scrotum swelled up ¿like a grapefruit¿, the point where only the head of the patient¿s penis sticks out and the p atient¿s bowel did not work for a week at a time and they run uncontrollably. The patient contacted their health care professional (hcp) office and they told the patient to go to the hospital. The patient went to an urologist and a culture was taken due to suspected infection, but the culture didn¿t show anything. The patient was put on antibiotics and the swelling went down. After the swelling went down, the patient started to have numbness in their right leg, which normally was their good leg. The prior day, the numbness started at the patient¿s rectum to their buttock and down behind his leg to the bottom of their foot. It was noted that the hcp was to change the drug concentration and add another medication on the (B)(6). The pump did not relieve the entire patient¿s pain and the patient relied on oxycontin, but the patient¿s hcp kept lowering their oral medication and increasing bupivacaine. The patient¿s status was unknown. The patient hcp was sending the patient for an MRI to diagnose the reason behind the numbness. It was noted that the MRI ¿only bulges in the thoracic area¿. The pump was used to infuse bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.